Manufacturer narrative:
Investigation summary: a review of the drawings, quality control data, and manufacturing instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document based investigation was performed. There was no evidence to suggest the product was not made to specifications. Due to the lack of a lot number, a search for similar complaints and a review of work orders for nonconformances could not be conducted. Based on the information provided, the results of our investigation and the lack of a returned device for further evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the distal end of the catheter broke off in a patients' abdomen during an unspecified procedure. Event reportedly occurred "about a year ago." The broken end was retrieved; no details relating to the retrieval were provided. The device is not available for evaluation. No further event information is available.